Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and crease fold. A leak test was performed and found an opening on the anterior and radius sides. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on the anterior and radius sides assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.